Event description:
It was reported that bd vacutainer® push button blood collection set w/ pre-attached holder was split and leaked blood. This was discovered during use. The following information was provided by the initial reporter: when the product was being used a split in the tubing was noticed. The doctor was able to collect the blood however the split caused blood to spill out of the tubing.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance during manufacturing of the product.

Manufacturer narrative:
Additional medical device type: jka. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® push button blood collection set w/ pre-attached holder was split and leaked blood. This was discovered during use. The following information was provided by the initial reporter: when the product was being used a split in the tubing was noticed. The doctor was able to collect the blood however the split caused blood to spill out of the tubing.